Event description:
Per the audiologist's report, the patient reported on april 16, 2007 that her cochlear implant system was not working. Testing at the clinic showed open circuits on all electrodes. An x-ray showed normal electrode array placement. The results of an integrity test done in 2007 were unclear. Implant testing in the clinic was repeated twice with results showing open circuits on all electrodes. It was determined that the implant had malfunctioned. The device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
.